Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the gallbladder and pancreas during a bile duct stenosis procedure performed on (B)(6) 2024. During the procedure, the cutting wire was fractured. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Manufacturer narrative:
B5 (describe event or problem) and block e1 (initial reporter complete address) have been updated. H6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the gallbladder and pancreas during a bile duct stenosis procedure performed on (B)(6) 2024. During the procedure, the cutting wire was fractured. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 17, 2024: it was reported that no part of the cutting wire detached and fell into the patient.